Event description:
It was reported that the home patient (hp) noticed air in the patient line during fill one of four, while being connected to the homechoice (hc). A clamp was left open on the unused supply line. The technical service representative (tsr) explained to the hp to always close all the clamps except the ones that are being used during the therapy. The tsr advised the hp to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for air in tubing (without alarm), where the home patient (hp) left an open clamp on the unused supply line. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.